Event description:
It was reported by repair work order that the side rail could not remain latched due to damaged damping springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.